Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2003. The patient's vessels were not calcified and moderately tortuous. It was reported that the device was inserted without an introducer sheath. It was reported that during the attempt to insert device, the graft cover kinked about 1 - 2 cm from the tip. The physician attempted to deploy the stent graft after it kinked; however, the attempt was unsuccessful. There was no back up device available; therefore, the patient was converted to open surgical repair. The surgical conversion was successful. No clinical sequelae were reported, and the patient is reported to be fine. Medtronic received the delivery system in 2003 and its analysis has confirmed there is a kink near the tip of the graft cover which caused the inability to deploy the stent graft. The patient's moderately tortuous iliac arteries and the lack of using an introducer sheath may have contributed to the device kinking.